Event description:
The technician alleged that the head hi/low drifts down slowly. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve and the head hi/low down valve to resolve the issue.